Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 40 mg/dl. The contact stated bg was due to exercise and stated that a temporary basal rate (temp rate) was typically used during exercise. However, the contact forgot to set the temp rate and bg lowered. Bg was addressed with juice.